Event description:
It was reported that the four way valve is stuck.

Manufacturer narrative:
During testing and repair at the service center, the device alarmed for low o2, but did not sound an audible alarm. The low o2 indicator was due to the four valve sticking. The lack of an audible alarm was due to a defective power switch.